Event description:
The contact of a peritoneal dialysis (pd) patient reported finding a fluid leak following the patient's treatment. The patient's contact stated that following the patient's treatment, fluid leaks out of the cassettes when removing it from the cycler. The patient contact was advised to contact the patient's pd nurse, the set was not made available for evaluation. During follow up the patient's contact stated the patient's effluent has remained clear and the patient's pd nurse reported that the patient did not have any signs of infection. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.